Event description:
Additional information reported by the patient stated they notified their managing physician on (B)(6) 2016. The patient added the steps taken to resolve the return of symptoms and lack of stimulation were the device and the antenna was not connected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported poor communication on the patient programmer (pp). They had not been recently implanted or had any revision surgery. The patient would use the antenna and confirming the antenna to be secure resolved the issue. The patient was able to connect and stimulation was at 6.35 volts. They could not feel it. She had a return of symptoms, going through pads like crazy. She fell on her right side, the opposite side of the implant, and it felt like something may have shifted. The patient was redirected to her healthcare provider (hcp). The lack of stimulation and going through pads occurred in (B)(6) 2016 and the fall occurred several weeks prior to this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.